Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
On (B)(6) 2018, date of first implant procedure in cystic duct due to gastric cancer. No adverse events related to the procedure. Stent was placed side by side with another stent and through the wall of a previous stent. (B)(4) pre-stent dilation was performed as there was a duodenal prosthesis already in place. Patient received chemotherapy from on (B)(6) 2018. Re-current biliary obstructions on (B)(6) 2018. 76 days post procedure. Due to tissue or tumor overgrowth. Treatment endoscopic intervention new study stent. The site determined the event to not be related to the study device or procedure, related to progression of cancer. (B)(4). This file captures the use error of placing the stent through the wall of a previously deployed stent. The reintervention for recurrent biliary obstruction was noted to be successful. On (B)(6) 2018, the patient died. The cause of death was unknown.

Manufacturer narrative:
User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: the evo-10-11-6-b device involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) and was created in response to the pmcf study. Manufacturing records: prior to distribution, all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label: the warnings section of the instructions for use, ifu0056 which accompanies this device instructs the user; "this device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer.¿¿ there is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU. According to the information provided the stent was placed through the wall of a previously placed metal stent. This is deemed to be use error, as previously mentioned the IFU states "this device is not intended to be deployed through the wall of a previously placed or existing metal stent. Doing so could result in difficulty or inability to remove introducer¿¿. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary: confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to use error. Patient death was reported on the 21 december 2018, the cause of death was unknown. As per medical advisor input the cause of death was due to progression of cancer.

Event description:
A supplemental report is being submitted due to completion of the investigation on 16-dec-2024.